Event description:
Pt presented at dr's office complaining of soreness, swelling and redness at site where a cv catheter and device had been inserted during a hospitalization about 1 year prior. Examination by the dr identified that the clear silicone sleeve remained at the site. A surgeon has been contracted to remove the sleeve.